Event description:
It was reported that during an unk procedure, claimed device cannot be fired. No further information. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 1/7/2026. D4: batch # 393d00. Investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with a reload present. The reload had the proximal 3 drivers up without staples, and the remaining drivers down with staples present, the swing tab in the locked position and with right gripping surfaces broken off, making the reload nonfunctional. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete, and the staples met the staple form release criteria. When tested with the returned reload, the device fired, cut, and formed all the remaining staples as intended, with the staple line and cut line complete and the staples meeting the staple form release criteria. The event reported was confirmed and is related to improper use of the device, consistent with an improper loading technique. The cartridge reload is designed to lock out as a safety feature if any staples have been fired from the cartridge reload. Failure to complete the stroke may result in an incomplete staple line. Please reference the instructions for use for more information. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 393d00, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Is the current patient status known? Ans: yes. 2. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Ans: no. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.